Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the the screen of a fms vue fluid management system was broken was confirmed. It was found that the holder for compressed air reservoir was broken along with the tamper-proof seal and there were minor scratches on the case, not affecting device functionality. The damaged holder and front panel were replaced, the device was cleaned, newly calibrated, tested and found to be fully functional. The physical damaged to the device can be attributed to user mishandling of the device or a possible fall. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/28/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI (B)(4).

Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopy procedure on an unknown date, it was observed that the screen on the fms vue fluid management system device was broken. The same device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.